Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to communicate with the ECG and therapy electrode signals from an electrode belt. The belt receptacle connector of the monitor's electrode belt connector had a poor connection at the defibrillator board. The poor connection caused the lack of ECG/te signal. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was producing frequent check therapy pad messages.